Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and that during the index procedure, the physician was not able to cross/access the proximal right internal carotid artery (rica) target lesion with the 6 mm. Angioguard embolic protection device. The device was removed and the lesion was pre-dilated. The angioguard was used and a precise 8 x 40 stent was successfully deployed at the target lesion. The residual stenosis post-procedure was 0%. The patient was noted to have a neurological deficit upon leaving the angiography suite. Post-procedure the patient was noted to have experienced an ischemic stroke. It was not known when during the procedure the event occurred. The event was characterized by left hemiparesis and dysarthria. The patient recovered fully with no deficit. The event onset was sudden, was not related to a cordis product or anticoagulation and was related to the index procedure. The duration of the event was greater than twenty-four hours (>24 hours). The patient was discharged two days after the procedure. The patient was asymptomatic for the procedure. The rica target lesion was reported to be: a 99% stenosis, 15 mm. Length, 8 mm. Reference diameter, and moderately tortuous.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2012-00247 and #1016427-2012-00038.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and that during the index procedure, the physician was not able to cross/access the proximal right internal carotid artery (rica) target lesion with the 6 mm. Angioguard embolic protection device. The rica target lesion was reported to be: a 99% stenosis, 15 mm. Length, 8 mm. Reference diameter, and moderately tortuous. The device was removed and the lesion was pre-dilated. The angioguard was used and a precise 8 x 40 stent was successfully deployed at the target lesion. The residual stenosis post-procedure was 0%. The patient was noted to have a neurological deficit upon leaving the angiography suite. Post-procedure, the patient was noted to have experienced an ischemic stroke. It was not known when, during the procedure, the event occurred. The event was characterized by left hemiparesis and dysarthria. The patient recovered fully with no deficit. The event onset was sudden, was not related to a cordis product or anticoagulation and was related to the index procedure. The duration of the event was greater than twenty-four hours (>24 hours). The patient was discharged two days after the procedure. The patient's medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, abnormal stress test, CABG and smoking. (B)(4): the product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15233096 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2012-00247 and #1016427-2012-00038.